Event description:
Procedure type: lap colon. According to the reporter: two clips would not separate from their cartridges and remained stuck to the sigmoid artery. Both cartridges were manually separated from the instrument and a third clip was applied properly. The two previous clips and cartridges were afterwards removed along with the pt tissue. The procedure was completed with no further complications. No further details have been disclosed regarding this incident.

Manufacturer narrative:
Initial report sent: 09/08/2008.